Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events logged on 02/aug/2023 at 08:25:21 and at 11:44:27. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power-up event, indicating that the power-up events occurred during the initial programming of the controller. A motor start event was recorded on 02/aug/2023 at 11:44:37, in which the motor start parameters were atypical. Review of the event log file indicated that, despite the atypical motor start parameters, the pump was able to start on the first attempt. As a result, the atypical motor start parameters event was confirmed; however, the reported ¿start-up delay¿ event was not confirmed. No further controller power-up events were recorded. As a result, the reported motor start events due to power source disconnects associated with patient mishandling were not confirmed. Of note, the alarm log file was not available for analysis. As a result, the reported controller fault alarm event could not be confirmed. Based on a historical review of similar events, the most likely root cause of the atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Based on the available information, the most likely root cause of the controller power-up events can be attributed to the initial programming of the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was exchanged.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2023 / serial#: (B)(6). UDI#: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 06-oct-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed motor start events with parameters outside of the expected range. It was also reported that the controller exhibited a controller fault alarm. The controller was exchanged, and it was noted there was a start-up delay. The patient will be scheduled for a ventricular assist device (vad) exchange. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump's device history record confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events logged on (B)(6) 2023 at 08:25:21 and at 11:44:27. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power-up event, indicating that the power-up events occurred during the initial programming of the controller. A motor start event was recorded on (B)(6) 2023 at 11:44:37, in which the motor start parameters were atypical. Review of the event log file indicated that, despite the atypical motor start parameters, the pump was able to start on the first attempt. As a result, the atypical motor start parameters event was confirmed; however, the reported ¿start-up delay¿ event was not confirmed. No further controller power-up events were recorded. As a result, the reported motor start events due to power source disconnects associated with patient mishandling were not confirmed. Of note, the alarm log file was not available for analysis. As a result, the reported controller fault alarm event could not be confirmed. Based on a historical review of similar events, the most likely root cause of the a typical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Based on the available information, the most likely root cause of the controller power-up events can be attributed to the initial programming of the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the motor start events were attributed to power source disconnects due to the patient's blindness and mishandling of power sources. It was also reported that a ventricular assist device (vad) exchange was not scheduled, and any intervention is pending success of the patient's weight loss program.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h11: revised product event summary and g2: date MFR rec. Revised product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events logged on (B)(6) 2023 at 08:25:21 and at 11:44:27. Various parameters, including time, patient ID, and pump ID were programmed following the initial controller power-up event, indicating that the power-up events occurred during the initial programming of the controller. A motor start event was recorded on (B)(6) 2023 at 11:44:37, in which the motor start parameters were atypical. Review of the event log file indicated that, despite the atypical motor start parameters, the pump was able to start on the first attempt. As a result, the atypical motor start parameters event was confirmed; however, the reported ¿start-up delay¿ event was not confirmed. No further controller power-up events were recorded. As a result, the reported motor start events due to power source disconnects associated with patient mishandling were not confirmed. Of note, the alarm log file was not available for analysis. As a result, the reported controller fault alarm event could not be confirmed. Based on a historical review of similar events, the most likely root cause of the atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Based on the available information, the most likely root cause of the controller power-up events can be attributed to the initial programming of the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power event was confirmed via log file analysis which revealed consistent increases in power consumption to parameters above the normal operating range throughout the analyzed period; however, no alarms were logged within the analyzed period. Based on the limited available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.